Event description:
It was reported that atrial undersensing was observed on some atrial tachycardia (at)/atrial fibrillation (af) episodes. In addition, high atrial threshold and small p-waves were noted. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.